Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine pf 15.0mg/ml at 0.720mg/day and bupivacaine 30mg/ml at 1.440mg/day. It was reported that a dye study was attempted and they were unable to aspirate the catheter. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study. The actions and interventions taken to resolve the issue was catheter replacement. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.